Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact av access paclitaxel eluting balloon catheters were use to treat the left cephalic arch. Approximately 16 months post index procedure, patient suffered avf stenosis and was treated with revascularization. A non medtronic pta balloon catheter was used during revascularization to treat the cephalic arch. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.